Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, color bars appear on the monitor screen instead of an endoscopic image likely occurred due to failure of the circuit (cp) board. The cause of the faulty cp board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the omsi repair center. The repair inspection could not confirm or reproduce the customer¿s reported problem. However, color bars displayed on the monitor screen instead of an endoscopic image. The no image malfunction was isolated to a faulty circuit (cp) board. Other findings included corrosion on an internal wire, corrosion on the dvi (digital video interface) port and excessive debris/dust inside the unit. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsi) was informed by the biomed at the user facility that the customer visera elite ii video processor is ¿not working¿. The olympus field service engineer visited the user facility and verified the touch panel display blacks out intermittently. The reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.